Event description:
Total abdominal colectomy. Ralc45 dlu was fired and 30% of the distal side of closure was open. The staples were malformed and the colon had to be sutured closed. The specimen side was closed well and the "b" formation looked fine. Md used sutures to complete the closure of the distal side that was open.